Event description:
The customer reported the +21.0 diopter cc4204a collamer single piece lens got stuck injector and tore as it advanced in the injector. The lens was partially inserted and removed from the eye. A second attempt was made to insert the same model lens with a different diopter without success. A three piece lens was implanted without incident. The reporter stated the asico injector was the cause of the incident. The manufacturer of this device will be notified. See MFR# 2023826-2015-00978 for the event involving this patient.

Manufacturer narrative:
Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Evaluation results: visual inspection of the returned product showed the lens was received in liquid and a piece of the optic/haptic was torn off and missing. The injector was not returned conclusion: based on the complaint information and the evaluation of the returned product, we are unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
(B)(4). Evaluation result: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. A work order search found no similar complaints. Conclusion: based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. Claim # (B)(4).

Manufacturer narrative:
Evaluation results: per medical review - reportedly, single-piece collamer iol was stuck in the injector and was subsequently torn off during insertion requiring intraoperative lens removal. The same incident occurred again with another collamer lens. The 3-piece silicone lens was successfully implanted. No report of incision enlargement or any other tissue damage during removal of torn iols. No reported postoperative sequelae. According to the report, dated on (B)(4) 2015, the cause of the event was injector. The collamer lens was used with non-validated injector that was a competitor`s product. Dfu under "preparations and usage" recommends." Using the microstaar injector msi-tf and msi-pf with sfc-45 cartridges, msi indigo-p with sfc-25 and the nanopoint delivery system to insert the collamer 1p iol in a folded state". Therefore, the event was not related to any staar device. Conclusion: (unable to confirm complaint); based on the complaint history, product evaluation, and medical review, a specific root cause of the event could not be determined.